Event description:
It was reported by the customer that the device's adult paddle module plate had fallen off on four sets of their hard paddle assemblies. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control processed warranty replacement for the hard paddle assemblies, which the customer has now received. At this time no hard paddle assemblies have been returned to physio-control for evaluation. After several subsequent attempts to contact the customer to obtain the faulty hard paddle assemblies, no response appears to be forthcoming. The root cause for the reported failure cannot be determined at this time.